Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative tested the device and was not able to reproduce or confirm the reported failure. During investigation, the service representative found that the current offset was too high. The hus board and ups module were replaced to resolve the current offset issue and subsequent testing did not identify further failures. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Sorin group received a report that during the procedure, the pump stopped. The pup was power cycled and the case was completed without issue. There was no report of patient injury.